Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "upon extraction of the ps insert trial, the plastic fractured."